Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after batteries were installed. The customer was a diabetes educator and was using a demo pump. Troubleshooting found that the customer will monitor the pump and call back if further assistance is needed.